Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the 'down' arrow button was found to be unresponsive. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the 'down' arrow button was found to be unresponsive. This report is being made based on evaluation results.